Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the mtm.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed that the system gave error 1 pointing to the master tool manipulator left (mtml). The csr tried to reboot the system, but the error persisted. The customer proceeded with the surgery with the other surgeon side console (ssc) from the dual console system. The procedure was completed with no reported injury.